Event description:
It was reported the guide wire fractured. The device was advanced through a sheath into the patient. Upon removal, the device fractured. Further information has been requested but has not been obtained.

Manufacturer narrative:
Device evaluated by manufacturer: the received specimen consists of one-1 each clinically used, damaged hydro gw std an 180-035 device; returned reloaded into the partial dispenser assembly (less the ]-straightener attachment), accompanied by an introducer needle. After hydrating the dispenser assembly with approximately 15cc of room temperature (20°) blood-bank saline, the specimen was removed from the dispenser assembly and subjected to visual and tactile examination. The specimen presents shear/skive damage to the polymer jacket material in a proximal to distal orientation beginning 8.75cm from the distal end of the core wire, exposing 8.50cm of the metallic core wire. The core wire presents residual plastic deformation consistent with tensile loading; terminating in a ductile, tensile overload fracture. The proximal aspect of the accompanying needle's beveled tip presents deformation consistent with withdrawing the specimen device back through the lumen of the needle. The coating appears otherwise visually and tactilely consistent when examined at 1 x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x- 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be worn and abraded with dried blood like material imbedded within the coating, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The instructions for use (IFU) state; "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in the destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." (B)(4).

Event description:
It was further reported the zipwire as advanced through a non bsc access needle not a sheath as previously reported. It was noted the wire got stuck on the tip of the access needle and when force was applied the wire broke. The physician did not have a snare available so no retrieval attempts were made and the fractured portion was left inside the patient. No further patient complications were reported, the patient was sent home.

Manufacturer narrative:
The zip wire was advanced through an access needle not the previously reported sheath. (B)(4). Type of reportable event - changed from malfunction to serious injury device returned to MFR - changed from no to yes. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported the zipwire as advanced through a non bsc access needle not a sheath as previously reported. It was noted the wire got stuck on the tip of the access needle and when force was applied the wire broke. The physician did not have a snare available so no retrieval attempts were made and the fractured portion was left inside the patient. No further patient complications were reported, the patient was sent home.